Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that the implantable pulse generator (ipg) "was not working for years. It was only working for the six months". The ipg was inactivated. No patient complications have been reported as a result of this event.